Manufacturer narrative:
Additional information: e1 (event site: (B)(6)). A getinge field service engineer (fse) evaluated the unit and was unable to duplicate the reported failure. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) had augmentation low pressure. There was no harm onsite reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.